Event description:
Reporter alleged obtaining a discrepant blood glucose result of 460 mg/dl back to back with a result of 140 mg/dl when testing was performed less than 10 minutes apart on the active s system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.